Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tnt-hsst result was 80.89 pg/ml, with a data flag. The sample was retested with a tnt-hsst result of 14.35 pg/ml, with a data flag. The sample was retested again to confirm which result was correct and a tnt-hsst result 12.86 pg/ml was obtained. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The tnt-hsst reagent lot was 26765400 with an expiration date of 01/31/2019. The field engineering specialist found that the sample/reagent tube had come off the top of a pulley. There was no evidence of rubbing or damage to the tube. He checked the mixing speed which was acceptable. He adjusted the high voltage. He found all other alignments to be acceptable. He performed performance and precision testing with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Review of the analyzer alarm trace showed no evidence of the reported issue. The sample appeared to have visible fibrin strands present, which may interfere with the result. Based on qc results being acceptable, a general reagent issue can be excluded. The investigation is currently ongoing.